Manufacturer narrative:
Investigation ongoing.

Event description:
The user facility reported scar tissue and severe tightness on the under arm after vaser procedure. The customer confirmed there was no product issues during surgery.

Manufacturer narrative:
Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number bbbrhr. Though multiple attempts have been made to obtain additional information related to this case, there has been no response to our request. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. This investigation is complete.